Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during set up of unit, the cardiosave intra-aortic balloon pump (iabp) helium transducer needs calibration. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse calibrated the helium transducers. The fse performed functional checks and safety tests. The iabp was returned to clinical service.